Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in clinic post ablation and the health care professional (hcp) had questions related minute ventilation (mv) turned off or not. Technical services (ts) reviewed and stated this device had respiratory rate (rr) trend sensor and it was disabled due to noise from ablation. Additionally, a signal artifact monitor (sam) episode was reported and noted that there were high out of range pacing impedance measurements, measuring greater than 3000 ohms. Ts discussed with hcp on how to turn back the rrt sensor. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was seen in clinic post ablation and the health care professional (hcp) had questions related minute ventilation (mv) turned off or not. Technical services (ts) reviewed and stated this device had respiratory rate (rr) trend sensor and it was disabled due to noise from ablation. Additionally, a signal artifact monitor (sam) episode was reported and noted that there were high out of range pacing impedance measurements, measuring greater than 3000 ohms. Ts discussed with hcp on how to turn back the rrt sensor. This device remains in service. No adverse patient effects were reported.